Manufacturer narrative:
The clinical observation has been documented and no other adverse events have been reported. The patient refused to do anything further about his device. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that red alert had been generated for this system due to a pacing impedance measurements less than 200 ohms on the right ventricular (rv) channel. No adverse patient effects were reported.